Event description:
It was reported that (2) devices were used during a colon resection. It was reported by the rep that the pmw35 instruments, while attempting to close the skin incisions following the procedure, would not release the staples from the jaws of the instruments when fired. There was no consequence to the pt.